Event description:
It was reported that patient presented to clinic for follow up, the left ventricle (lv) lead exhibited loss of capture. The physician had explanted and cleaned the lv lead. Subsequently, the lv lead was re-implanted into patient. The patient had no consequences.